Manufacturer narrative:
The following components were received in the return: catheter assembly with tether wires and sensor intact, guidewire, flash drive, 12 fr sheath, and user manual documentation. The returned guidewire was loaded through the delivery system. The delivery system and guidewire were also loaded into sheath. The distal end of the delivery system was observed to be stuck at the sheath. Visual inspection of the hub was found to be normal. Visual inspection of the sensor identified a slight lift from the delivery system and blood and tissue were observed on the sensor. An attempt to retract the sensor through the returned sheath was made but failed. Inspection of the length of the catheter was found to be normal, with minimal kinking or use damage. The results of the investigation are that the observations in the event description are confirmed: the system was unable to be retracted back through the 12 fr sheath. It is noted that there is excessive bending and damage to the sheath and the device which may have occurred during use. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
During the implant procedure, a second femoral puncture site was needed. Wire placement was lost and the delivery catheter needed to be removed. After several attempts, the catheter could not be removed through the 12 fr sheath, so both the sheath and catheter were removed together. The sensor was bent away from the delivery catheter and no longer flush to it once removed, and a new sensor was used to complete the procedure. A new femoral puncture was performed, and a new sheath and delivery system were used to complete the procedure with no adverse patient consequences.